Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, blood was observed in the lead insulation. The lead had normal electrical measurements and remained implanted. The patient was stable.